Event description:
It was reported that the pressure was off.

Event description:
It was reported that the pressure was off.

Manufacturer narrative:
Upon receipt of the unit, over pressure was confirmed. Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The calibration sticker on the back of the unit was removed. The unit is overdue for calibration. The pump was visually inspected for any signs of damage such as scratches, or dents; none were seen. The sensor and roller wheel were visually inspected and there were no signs of any damages, however, the roller wheel appeared to be dirty. The pump was powered on and checked for any error messages; none were seen. A hand pressure gauge was used to check the accuracy of the pump and was within specification. A tube set was inserted into the pump with a water source and joint test fixture with a pressure sensor transducer connected; then the pump was allowed to run for several minutes and was able to maintain the set pressure when tested with the shaver outflow valve open. When the shaver outflow valve was set half way the pressure fluctuated greater than 20 units and when opened greater than 80 units of the set pressure. Then the pump was calibrated and retested according to the previous tests and was able to maintain the set pressure when the shaver outflow flow valve was opened, set half way, and closed. The pump was opened to see if there were any damage components to the boards; none were seen. The possible root cause is overdue calibration. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.